Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. There were no adverse consequences to the patient. The patient electronic system was replaced.

Manufacturer narrative:
The dc jack connector of right ang ext cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. It is unknown if the right ang ext cable was unseated during use, shipping, or the decontamination process. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector and pvc overmold portion partially broken off from the 16 awg 2c ts wire. Exposed and broken internal wires were visible from this damaged area of right ang ext cable. The ac power cord with ferrite ¿ us/canada and desktop en60601-1 50w 12v power supply were observed to be returned undamaged. Visual inspection of returned material also revealed pinched internal wires on portion of i3 handheld cable assembly inside the i3 handheld plastic enclosures. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. No attempt was made to power on the unit using the right ang ext cable it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Pinched internal wires on i3 handheld cable assembly stated in visual evaluation caused no performance malfunctions. Complaint of ¿customer reported pes will not power on¿ determined to be confirmed. Root cause of unit¿s inability to power on during attempted use in the field concluded to be due to damage to right ang ext cable. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.